Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on an unknown date, the patient's infusion set's tubing detached from the connector. Therefore, the patient's blood glucose level was ranging between 150 mg/dl - 390 mg/dl at the time of the event. Moreover, the infusion set had been used for 24 hours, further, the patient was in process of replacing the infusion set and resuming insulin at the time of this report. No further information available.